Manufacturer narrative:
The device was returned to olympus and the evaluation found: rust and water stains on the control body based on the results of the investigation, the most probable cause of the findings is known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited rust and water stains on the control body. There was no patient involvement.